Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the handle of the monitor broke during disconnection from the ids. It was also reported that the monitor fell onto the leg of the patient. (B)(4).